Event description:
The customer reported that during the procedure, the doctor inserted the wire and pulled it with a hook to bring the stentube through and both tubes separated from the wire. The or tech reported that they have been lubricating the thick portion of the stentube to help slide it through but it still breaks. During this particular incident, both tubes broke and the procedure was completed using another device. The samples were saved and will be returned to quest. Product code lis052, lot numbers 22402.01m and 22404.01m.

Manufacturer narrative:
H3: potential root cause determined; currently working on corrective action. Add'l lot # 22404.01m, expiration date 9/2/2006.